Manufacturer narrative:
(B)(4). Date sent 9/3/2025. D4 batch # unk. B3 exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what part broke? Was the part retrieved? What action was being performed when the device broke? In what anatomical location was the device when the breakage occurred? How was it determined that it was part of the endopouch bag? Was there any awareness that during the original procedure the pouch broke? Was the pouch broken during the original procedure reported? If yes, what was the product complaint number? Are any parts of the pouch returning? Are there any photos that you can share? (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure that took place in (B)(6) 2025 with specimen removal using endopouch retriever - pouch, then placed in formalin. The patient had no complications after procedure, but during subsequent procedure in (B)(6) 2025, a 1-2cm portion of the endopouch specimen bag was found to be retained in the patient from the previous procedure in (B)(6).